Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the ins was removed due to skin erosion. When asked if the device ruptured the skin, they said yes. Additional information received from a manufacturing representative (rep) indicated the patient had called the healthcare provider (hcp) on (B)(6) 2019 saying they noticed the erosion approximately two weeks prior. A new ins had not been implanted yet, but a tentative implant date was (B)(6) 2019. No further complications were reported or anticipated with this event.